Event description:
It was reported that the nurse viewed the remote monitoring transmission and found that the lead impedance trends were all blank. The information was able to be recovered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) performance data was collected from the device and revealed that no anomalies were found.